Event description:
Resident was found positioned vertically between bed rails and therapeutic air mattress, legs extending down toward floor spread apart, right knee bent as to kneel. Resident was facing outward, positioned mid length of the bed where two sets of side rails end to form opening. Arms of resident were extended outward through the side rail openings. Resident was determined to have expired by r.n., was freed from position by nursing staff and returned to bed. Body check by r.n. Revealed no lacerations, pressure areas from entrapment or signs of suffocation or chest compression. Resident condition and facial expression showed no signs of struggle or trauma.